Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the patient experienced hypotension. It was thought that the implant procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) may have contributed to the patient's hypotension. The patient was given 250 ml of saline and aldactone. No additional adverse patient effects were reported.